Event description:
The customer reported the following: a 65-year-old male patient underwent an enhanced CT scan of the thorax and abdomen while connected to a medrad® stellant CT injection system (serial number (B)(6)). An undisclosed amount of air was visualized within the heart on the subsequent CT images. Although the patient was asymptomatic throughout the procedure, they underwent immediate monitoring and, after 80 minutes, a repeat CT scan was performed which confirmed that the air was no longer visible. The patient is reported to be in good condition with no further issues reported.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system, serial number (B)(6), has been requested and we are awaiting the results. The disposables that were in use during the event are being returned for evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system, serial number (B)(6), was completed on (B)(6) 2025 which confirmed that the injector was operating within bayer specifications. Multiple documented attempts have been made regarding the availability of the disposables that were in use, including the lot number; however, these attempts have been unsuccessful as the customer did not respond to our requests. The offer of additional clinical applications training has been made to the customer, and we are awaiting their response. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. The medrad® stellant CT injection system operation manual cautions the user as follows: warning: air embolism hazard - serious patient injury or death may result. Ensure patient is not connected while purging air from syringe or engaging or advancing plunger. Expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: a 65-year-old male patient underwent an enhanced CT scan of the thorax and abdomen while connected to a medrad® stellant CT injection system (serial number (B)(6)). An undisclosed amount of air was visualized within the heart on the subsequent CT images. Although the patient was asymptomatic throughout the procedure, they underwent immediate monitoring and, after 80 minutes, a repeat CT scan was performed which confirmed that the air was no longer visible. The patient is reported to be in good condition with no further issues reported.